Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient was in pea (pulseless electrical activity) then monitoring showed the patient was in vtach (ventricular tachycardia). The device was in AED mode and kept indicating shock not advised. The paramedics shocked the patient in manual mode. The patient later passed at the hospital. Defibrillation was delayed approximately 20 minutes.